Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - a femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss occurred. A new proglide device was used to achieve hemostasis. No femoral angiogram was taken. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reported trained on the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported cuff miss/suture retrieval issue was confirmed as an anterior needle to cuff detachment. In addition, the returned device analysis found two cuff tabs were detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that suture placement was attempted using the proglide device using the pre-close technique prior to the abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two new proglide devices were successfully pre-placed and the aaa was completed using a 10f sheath. Hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.